Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom technical support on (B)(6)2015 on patient's behalf to report permanent out of range on (B)(6) 2015. At the time of contact the foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. The reported event of an unrecoverable loss of antenna passed threshold could not be confirmed. A root cause could not be determined.